Event description:
The customer received and erroneous result for one patient sample tested for thyrotropin (tsh). The sample initially resulted as 0.045 uiu/ml accompanied by a data flag. The value received a delta alarm, so the customer repeated the sample. The repeat resulted as 0.874 uiu/ml which the customer stated is within normal range. The 0.874 uiu/ml value was considered to be correct and was reported outside of the laboratory. The sample was also repeated a second time, resulting as 0.794 uiu/ml which the customer stated is also within normal range. The patient was not adversely affected by the event. The tsh reagent lot number was 16473004 with an expiration date of 4/30/2012. The field service representative determined that the sipper probe was faulty. He replaced the sipper probe and sipper tubing. He observed proper operation during initialization. The customer ran calibration, quality control, and a precision check.